Event description:
Ous MDR - this lead was found to be dislodged at a routine follow-up. No date of explant was provided and there was no indication of intervention. This is all of the available information at this time. Should additional information become available, this event will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.